Manufacturer narrative:
A review of the last three preventive maintenance reports (pmr)'s for trends indicated no trends for this issue on this product. Historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to the reported event. A total of 2 complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional information has been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there were black spots present in the sterile primary packaging (pouch). Photos depicting the reported complaint issue were provided by the complainant. No further details have been provided.